Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician could not successfully interrogate this implantable cardioverter defibrillator (ICD) system. Two different programmers were attempted but both unsuccessful. Additional troubleshooting completed did not resolve the issue. Subsequently, this ICD was explanted. Another ICD was implanted to complete the procedure. Additional information from the field representative provided the last time this device was interrogated it was at elective replacement indicator status. The field representative advised the reason for failed interrogation attempts was suspected to be complete battery depletion no longer supporting telemetry. This ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician could not successfully interrogate this implantable cardioverter defibrillator (ICD) system. Two different programmers were attempted but both unsuccessful. Additional troubleshooting completed did not resolve the issue. Subsequently, this ICD was explanted. Another ICD was implanted to complete the procedure. This ICD has not been returned at this time. No additional adverse patient effects were reported.